Event description:
The pt was experiencing drug withdrawal symptoms. A rotor stall was confirmed with a rotor study. The pt was treated with oral opioids and pump replacement. The pt experienced no complications.